Event description:
It was reported that an (B)(6) female patient ((B)(6)) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. It was reported that pericardial effusion was observed during the procedure, and drainage was performed. They removed about 300 cc of pericardial fluid. After that, blood pressure recovered and improved. The physician commented that too much pressure may have been applied when ablated with the stsf catheter. It was also reported that 105 error occurred immediately after connecting the ez steer¿ thermocool® nav bi-directional catheter (tc) catheter, right after it was inserted into the patient¿s body. The cable was reconnected and replaced but the issue continued. Since there was only one tc available as a long-term loaner, they exchanged the tc to the stsf and the issue resolved. The procedure was completed successfully. Since there was patient consequence during the procedure, a good vigilance practice (gvp) report was created. Additional information was received. It was reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. Patient outcome of the adverse event was reported as improved. The patient recovered and the symptoms rescinded. There was no evidence of a steam pop. Since the event (cardiac tamponade) is life threatening and required prolonged hospitalization and may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The incidence of magnetic sensor error (105 error) is easily detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30612842l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).